Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. No identified issues required escalation. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
Failed rate calibration. Door assembly- damage. Case rear- crack. Ail sensor assembly- faulty. Bezel assembly- lower hinge crack. There was no patient involvement. 02/05/2018 11:05:45 (B)(6). Po for (B)(6) . Shipping & billing address confirmed. Npi. 03/14/2018 12:49:00 (B)(6) . (B)(4).